Manufacturer narrative:
The company representative was able to resolve the reported event remotely with the customer. Therefore, the system was not tested on-site. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and potential contributing factors to the reported complaint were identified. Investigations were reviewed and determined to be not relevant to this complaint. A review for complaints reported against this serial number was performed. A potentially relevant complaints were found and reviewed as part of this investigation. The complaint was determined to not be relevant to this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, an ophthalmic system had no phaco or sound. The procedure was completed. Patient impact have not been provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).